Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a battery problem.

Manufacturer narrative:
Institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The fse evaluated the device onsite and confirmed the reported issue. It was determined that the battery needs to be replaced. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.